Event description:
Customer reported that while in the standby mode smoke started coming from the pneumatic section of the ventilator. The ventilator was then unplugged and the biomed found that the o2 module had burnt component on it. There was no pt injuries.